Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device was explanted and replaced due to an unspecified reason in 2020. The clinical study was queried for the reason, but a response was not received. The device was not returned for analysis.